Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an ankle fix plus ti plt lg rt on an unknown date on the right side. A breakage of the device was found on (B)(6) 2015. The patient underwent a revision surgery on (B)(6) 2015 due to the breakage of the device.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend is identified. The compatibility check was performed and showed that the product combination was approved. Review of incoming information: it was reported that the plate was broken and revised. Device analysis: the broken plate with 12 screws was returned for investigation. The plate was broken along three screw holes. There are four fracture points visible. On the plate surface there are several scratches and deformations visible. On all fracture surfaces between the screw holes there are signs of oscillation fracture available. The fracture surface 4 shows the strongest plastic levelling of the fracture topology. On the screw hole for a non-angular stable screw there are material transfers visible. The shear marks were occurred during the insertion of the screw. The threads of the plate shows plastic deformation. There were 2 non-angular stable screw investigated. These shows deformation on the shaft area and also on the head. The head thread flanks are partially sheared off. One of the investigated non-angular stable screw shows plastic deformation and material transfer on the head. Conclusion: the screws were that strong inserted into the plate that plastic deformations were occurred. These deformations can be found on the screw shafts as well as in the head area of the screws. The non-angular stable screw shows shear marks in the head region. The screw head was sheared off while inserting into the plate. This was occurred due to adhesion (cold welding) of the material connection. The shear marks shows confirm that this must happened during the insertion. The thread flanks (in the head area) of the angle-stable screw also sheared off while inserting. The observed damages on the devices shows an indication for a not correct inserted screw. It can be seen that high forces was applied on the screws during the insertion.this resulted in stress/tension between the screw holes which reduced the fatigue strength of the plate. Based on the given information and the results of the investigation, we could identify a root cause for this issue. The performed investigation showed that high forces were applied on the screws during the insertion. This resulted in stress/tension between the screw holes which reduced the fatigue strength of the plate. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).